Manufacturer narrative:
This supplemental report was submitted to provide additional information and to correct field b5 "describe event or problem".

Event description:
It was reported that the patient with this implantable right ventricular lead self-conducted ventricular rhythm and received some electric shocks. The patient was admitted and device interrogation revealed a code 1005, indicating an open circuit condition. It was noted that the shocks provide were appropriate. There was one shocking impedance measurement out of range. Troubleshooting options were discussed and recommended. Subsequently, a revision procedure was performed and the right ventricular lead was surgically abandoned. While the ICD was explanted, both products were successfully replaced. No additional adverse patient effects were reported. Additional information from the field representative stated that there was noise in the rv lead when testing the system.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) self-conducted ventricular rhythm and received some electric shocks. The patient was admitted and device interrogation revealed a code 1005, indicating an open circuit condition. It was noted that the shocks provide were appropriate. There was one shocking impedance measurement out of range. Troubleshooting options were discussed and recommended. Subsequently, a revision procedure was performed and the right ventricular lead was surgically abandoned. While the ICD was explanted, both products were successfully replaced. No additional adverse patient effects were reported.